Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. All keypad button presses did not activate desired pump functions during testing. There was evidence of keypad adhesive found under all key contacts.

Event description:
It was reported that the up/down arrow buttons are intermittently unresponsive. It was reported that the keypad is intact. It was reported that the pump gets wet when the patient wets the bed and then rinses the pump under water but otherwise no other water exposure.